Manufacturer narrative:
The device was returned without the broken-off tip. The device looked used, showing wear and scratches. Review of manufacturing records confirmed device conformance to specs at time of release. Since the device was manufactured in 2006 and showed evidence of extensive reuse, fracture due to excessive wear and tear seems to be the most probable cause.

Event description:
Device was reported broken. (B)(6) 2015 customer reports that device broke during use when doctor was doing a procedure for skin cancer. No harm done. Piece easily retrieved.